Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "early sensor expiration" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.